Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was pulled out during removal of the white push tube, resulting in failure to achieve closure. Manual compression was used for hemostasis. There was no reported patient injury. The device was used following lower limb arterial stenosis surgery, and the operator reported routine use with extensive experience. The device will be returned for evaluation.